Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance measurements of approximately 100 to 200 ohms. All other electrical measurements were within normal limits. A revision procedure was performed and the device was downgraded to a cardiac resynchronization therapy pacemaker (crt-p). The lead was partially abandoned, but remains in service for rv pacing therapy. No additional adverse patient effects were reported.